Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified shunt. A 6.0 x 100, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However ,the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a mustang balloon catheter. No patient complications were reported.